Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Customer also reported that the device had low battery alerts with batteries that were less than one week old. During troubleshooting, the customer received an additional failed battery test. The customer was sent a replacement battery cap and will monitor the device. The customer will not return the device for analysis. Blood glucose level at the time of the incident was not provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.